Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an alair bronchial thermoplasty (bt) catheter was used during a bronchial thermoplasty procedure performed on (B)(6) 2017. On (B)(6) 2017 the patient underwent the third bronchial thermoplasty treatment to the right and left upper lobes of the lungs. There were no issues reported with the device. According to the complainant, while treating the final portion of the left upper lobe during the procedure and as anesthesia was being slowly weaned, the patient experienced atrial fibrillation with rapid ventricular response (af with rvr). This event required a two day hospital admission for heart rate control and evaluation. The patient¿s af spontaneously converted back to normal sinus rhythm (nsr) with heart rate control medication (calcium channel blockers and beta-blockers). On (B)(6) 2017 the patient was discharged from the hospital and the event was reported to be resolved without further complications.